Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was stated the device was not used on a patient. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
It was reported that a foreign object was found (in the form of a hair) inside the primer packaging.